Event description:
Information received by medtronic indicated that the insulin pump was crack at battery compartment and also insulin pump did not turn on anymore. Troubleshooting was performed. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complain damage crack in case. Required testing as followed displacement test, rewind test, prime/seating test, basic occlusion test, self-test and force sensor test. Sleep current measurement and active current measurement within specifications. The thus and crest download. Perform visual inspection. Verify unit p-cap / test reservoir locks in place properly. Device received with critical pump error (open book image) after battery insertion. The history was download successfully using thus software. The crest software downloads successfully comlink3, detail trace and long trace files. History file confirmed time stamp of (B)(6) 2021 due to broken force sensor pump error 35 the cause of critical pump error alarm. Unit was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black . Customer complain damage crack in case. Required testing as followed displacement test, rewind test, prime/seating test, basic occlusion test, self-test and force sensor test. Sleep current measurement and active current measurement within specifications. The thus and crest download. Perform visual inspection. Verify device p-cap or test reservoir locks in place properly. Device received with critical pump error (open book image) after battery insertion. The history was download successfully using thus software. The crest software downloads successfully comlink3, detail trace and long trace files. History file confirmed time stamp of 07/18/2021 due to broken force sensor pump error 35 the cause of critical pump error alarm. Device was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly.